Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The hp stated that when the alarm occurred, the hp disconnected and shut the hc off. A technical service representative (tsr) assisted the hp to cycle the power to clear the alarm and assisted the hp to remove the cassette. The tsr explained the alarm to the hp. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.